Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve alarming. Additional malfunctions were compressor loud, the 4 way valve not shifting and the sieve beds were saturated.